Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe did not cut the vitreous well during a right eye vitrectomy procedure. The condition of aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were three additional complaints for the reported issue. No probe sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed non-conforming. The cutter did not fully open and close. Cut testing was performed and deemed non-conforming. The cutter did not cut. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 45 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks at the bend area, the cutting edge and various locations along the inner cutter were present. Actuation testing was performed after the probe was disassembled and the test was conforming. The initial test was deemed non-conforming due to the cutter not closing. A retest showed the cutter was able to actuate and close the cutter to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe had a cut issue. Also, during testing the probe was found to have an actuation issue. However, after disassembly and retesting of the probe the aspiration function was found to be conforming. The most likely root cause of the poor cutting appears to be from the probe already be used for approximately 45 minutes of surgical use prior to the cutter not being able to work properly. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. This usage appears to have worn and damaged the inner cutter such that the cutter movement was impeded. No action is being taken for the complaint as the probe has exceeded the useful life of the probe. All probes are also 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).